Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact admiral deb was used to treat the right proximal sfa. Approximately 5 months post index procedure the patient underwent target lesion revascularization. The investigator and sponsor assessed this as not related to the index device, procedure or paclitaxel. Patient recovered.

Manufacturer narrative:
The revascularization was performed to treat restenosis of the sfa. If information is provided in the future, a supplemental report will be issued.